Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer used cold insulin . Tandem technical support walked customer through loading a new cartridge on to the pump filled with room temperature insulin. Customer was able to complete the load successfully. Customer's blood glucose was not impacted.